Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02792 pertains to the other device. It was reported to boston scientific corporation that during a hysterectomy and vaginal reconstruction procedure on (B)(6) 2008, the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown). According to the complainant, the patient presented with mesh erosion in (B)(6) 2009, and at that time, the physician attempted to trim parts of the mesh that were protruding through the vaginal wall. The patient had additional surgery (type unknown) on (B)(6) 2009, to treat stress urinary incontinence and chronic pain (type unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.